Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and to correct the initial report. Updated fields: h3, h6, h11, corrected field: d10 (start and end date) . The device was returned to olympus for inspection, and the reported event was confirmed. The operation pipe and the operation wire of the handle section were broken. The insertion portion was severed near the handle section. The severed areas revealed the shape that were cut mechanically by using a tool. Pulling the loop allowed to remove it from the insertion section, but there was significant resistance. The proximal side of the loop was deformed. The hook presented no abnormalities such as deformation or bending. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: potential cause 1: 1) the loop was placed around the body tissue. 2) the tube sheath was pushed forward, and the tissue was temporarily ligated with the distal end of the tube sheath. 3) the slider was pulled to tighten the loop. 4) because the distal end of the coil sheath was not extended from the tube sheath when the slider was pushed, the loop disengaged from the hook inside the tube sheath. 5) the hook protruded from the distal end of the coil sheath, causing the loop to move toward the handle side and enter the coil sheath. 6) pulling the hook caused both the hook and the loop to be drawn into the coil sheath together. As a result, the loop became trapped between the hook and the inner surface of the coil, preventing it from moving. 7) the slider was forcefully operated in state of ¿6¿ description causing the operation pipe of the slider to deform and break. Potential cause 2 1) ligate the polyp by performing the operation correctly. 2) the tube sheath has moved forward, but the operator did not realize it and released the loop. (The tube sheath has moved forward due to peristalsis of the patient or movement of the scope). 3) the base of the loop goes inside the coil sheath. 4) hook and loop are jammed in the coil sheath because the hook is retracted. Potential cause 3: the slider was pushed and pulled when frictional resistance between the wire assembly and the sheath assembly increased. This has caused the operating pipe to deform and break. As a result, the loop could not be released from the main unit. The factors related to frictional resistance are the following, and it is inferred that the total frictional resistance due to these factors was large. Scope angle. Meandering state of the scope tube. State of sheath from the forceps channel to the vicinity of the hx-400u-30 handle unit. It was noted that even if the sum of frictional resistances is small, the same event is likely to occur if the slider is pressed quickly. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a colon polypectomy procedure, the wire broke and could not be released when using the ligating device. The scope was removed, the instrument was replaced with another one, and the procedure was completed with a delay of less than 30 minutes. There were no problems with the scope. Upon further follow up by olympus, the customer indicated that it was unclear whether the ligating loop was attached to the polyp, but it appeared to have broken during handle operation. Olympus also made multiple attempts to clarify with the customer on how the loop was eventually removed but no further details were provided. There were no malfunctions reported during the pre-use inspection of the subject device. There were no reports of further patient impact and harm.